Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18677. It was reported the pt experienced ineffective stimulation and desired to have his scs system experienced. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Eval results: the complaint for "ineffective stimulation" was not confirmed. As received, both leads were cut but complete. The leads were returned cut as a result of the explant procedure. All lead segments were inspected under the microscope and no broken wires were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.